Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii/IV. And has pain and discomfort in the left breast. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. And has pain and discomfort. The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV and has pain and discomfort in the left breast. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.